Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (sn:unknown); sigpshell, sig power sigpshell control shell (lot#unknown); sigadaptstnd, sig power sigadaptstnd linear adapter (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic colon resection, when performing the opening and closing check, there was a gap more than usual. A new reload was used to resolve the issue. No patient injury. Medtronic's initial evaluation of the incident device found that the jaw of the reload was open due to thick tissue.